Event description:
The manufacturer received information that the trilogy evo ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, the device passed pneumatic testing. The device was noted to be contaminated by water with water damage to the blower. Review of the device error log indicated record of device error codes e-325 indicating power vbus dropped and e-382 indicating a pressure sensor mismatch had occurred. The trilogy evo tubing system printed circuit board assembly, flow sensor, blower assembly including chassis, bellows, mounts, and cap, and the muffler assembly were replaced to address these issues. After repair the device passed final testing.

Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution. The reported failure of the trilogy evo flow sensor, printed circuit board, blower and muffler is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.